Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 10 atms in the third inflation. (The initial inflation was to 6 atms for 15 seconds. The second inflation was to 10 atms for 15 seconds, then decreased to 8 atms for 15 seconds. The third inflation was to 10 atms for 15 seconds, then ruptured.) Air leakage in the vicinity of the guidewire port was noted. The patient was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in a tortuous lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedre. Patient status is reported as 'good'.